Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system. Instructions for use, adverse events with may occur and/or require intervention including, but not limited to, occlusion of device or native vessel.

Manufacturer narrative:
H6: code 3331 - added with completion of product history review.

Event description:
On an unknown date in (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system, two gore® excluder® aaa endoprostheses, and four gore® excluder® iliac branch endoprostheses. On (B)(6) 2020, the patient was reported to be experiencing claudication in both legs some thrombus was reported, but blood flow was still occurring. Further investigation revealed that the rlt device was experiencing bird beaking due to a tortuous aortic neck. Reintervention will take place to resolve the issue. Additional information received from the fsa reported that the reintervention was cancelled.